Event description:
It was reported that, during the implant, the setscrew was "off-kilter" in the header of the implantable cardioverter defibrillator (ICD). The setscrew was transverse and could not be engaged in the left ventricular (lv) lead port. The grommet was removed, they extracted and engaged the setscrew, and medical adhesive was applied. On initial lv lead testing, vectors involving lv2 electrode tested high. The setscrew was loosened, electrodes were tested on the analyzer, and the lead was reattached to the device. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).